Manufacturer narrative:
The device has not been received for analysis. Upon receipts and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva ID tractip 200 laser fiber was used for a ureteroscopy with laser procedure in the ureter performed on (B)(6) 2019. According to the complainant, during preparation, it was noted that the laser fiber tip was broken wen it was plugged in. The procedure was completed with another flexiva ID tractip 200 laser fiber. There were no patient complications reported as a result of the event.